Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that during use, a blood leakage happened in the bd vacutainer® safety-lok¿ bcs with pre-attached holder. No injury or medical intervention reported.